Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to retrieve medications due to a drawer failure. A field service engineer (fse) that drawer 7 in row c was missing a red indicator light. The pockets were not detected, and it was noted that the nursing staff had physically broken one of the pockets open. The station was powered down, and the row board was replaced. After powering the station back on and rebooting it, the hardware was tested. Pharmacy staff verified that drawer 7 was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unable to retrieve medications from drawer, cubies in the emergency department had failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a grid, imdrf annex g grid, imdrf annex c grid & imdrf annex d grid. Correction: section d unique identifier (UDI). Part analysis: the reported condition of unable to retrieve medications from drawer was confirmed by fse and subsequently confirmed during dchu investigation process. The device was initially evaluated by the field service engineer (fse) according to work order (wo) (B)(4). The field service engineer (fse) found that drawer 7 in row c was missing a red indicator light. The pockets were not detected, and it was noted that the nursing staff had physically broken one of the pockets open. The station was powered down, and the row board was replaced. After powering the station back on and rebooting it, and launched hardware testing application. Pharmacy staff verified that drawer 7 was functioning normally. The system functioned as intended after the fse repaired the device during dchu visual inspection: 356492 01: was received with signs of fluid ingress and thermal damage. During dchu testing: 356492 01: due to the observed thermal damage during visual inspection no testing is necessary. During dchu internal inspection: a microscope was used for a clearer view of the damage, as a result it was confirmed fluid ingress with associated thermal damage on pcba row cubie 2 5p v0.79 (p/n 151021-01). The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure unable to retrieve medications from drawer was attributed to the thermally damaged assy tray fh cubie p/n 356492-01 which prevented the drawer from recovery.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unable to retrieve medications from drawer, cubies in the emergency department had failed to open. As per part investigation, it was determined that thermally damaged assy tray fh cubie p/n 356492-01 which prevented the drawer from recovery. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.